Manufacturer narrative:
(B)(4). The first attempt to file this MDR was made on (B)(6) 2015; however, due to the electronic submission gateway being down for unscheduled maintenance, this first submission did not go through.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the receiver displayed a failed transmitter error. No additional event or patient information is available.